Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the left forearm. A 5.0mmx40mmx40cm sterling balloon catheter was advanced for pre-dilatation. However, during the second inflation at 14 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.